Event description:
It was reported that the patient had a lead revision. The lead had high impedances on four electrodes and the patient lost coverage, which began 1 to 2 months ago. The lead was replaced and the manufacturing representative did not have the product to send back to the manufacturer for analysis. The patient was now receiving effective therapy.

Manufacturer narrative:
Product ID 3708240, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 748940, serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).